Manufacturer narrative:
(B)(4).

Event description:
It was reported that far p-wave oversensing was observed during a follow-up in clinic. Programming changes were made. The patient will continue to be monitored due to observation of some intermittent oversensing.